Manufacturer narrative:
The following is a supplemental report to the original MDR submitted previously. Additional information regarding the event is provided herein. Inspection of the device confirmed the issue to be a dirty fiber optic cable. The likely scenario for the bypass cable might be a bad connection at the connector end since the cable might have been stretched to accommodate the site setup.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case software froze and an error message was displayed. The makoplasty specialist performed various troubleshooting activities and ultimately had to use an ethernet bypass cable to enable the rio to work. There was a 15 minute surgical delay the resulting outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was completed at mako surgical. A supplemental report will be filed when additional information is obtain.